Event description:
It was reported that a steam pop occurred. The intellanav mifi oi catheter was used in a premature ventricular contraction (pvc) ablation. During ablation it was noted that a steam pop occurred. The procedure was completed with no patient complications being reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter and device information updated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a steam pop occurred. The intellanav mifi oi catheter was used in a premature ventricular contraction (pvc) ablation. During ablation it was noted that a steam pop occurred. The procedure was completed with no patient complications being reported.